Event description:
Reporter indicated that the site's programming system would no longer reliably communicate with pt generators. They stated that it always took multiple attempts to establish communication between the programming system and generator. Troubleshooting was performed, but did not appear to resolve the issue. The programming system has been returned to the manufacturer for analysis, but analysis is not yet completed.